Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation protocol (B)(4). Convatec is submitting this report pursuant to the provisions of 21cfr part 803. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
It was reported that patient stated he did not like the catheters because they caused discomfort with insertion and withdrawal. After 3 weeks patient stated he experienced pain and irritation upon insertion of the catheter into the urethra. He denied any blood loss. He indicated he has gone back to using his previous catheters but did not know the name.